Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a battery anomaly. Blood glucose reading at the time was 198 mg/dl. Reporter stated the battery was removed because of the icon indicating low battery. When the same battery was re-inserted the icon indicated that it was full. Advised that this could be a battery cap issue and that a replacement battery cap will be sent. Reporter mentioned that lithium battery is being used. Advised to use energizer alkaline battery. Nothing further reported.